Event description:
It was reported that the device delivered inappropriate therapy during follow-up in 2006. It was also noted that the hv lead impedance was low. As a result, the lead was explanted and will be returnd for evaluation.